Manufacturer narrative:
Additional manufacturer narrative: report of a mitral bioprosthetic valve explant after an implant duration of approximately one (1) years due to blood clots (thrombus) in the atrium and on the valve. Despite multiple follow up attempts with the healthcare provider, no additional information was provided regarding the functionality of the valve prior to explant, reason for explant, and/or patient medical records. It was learned that this patient has a history of atrial fibrillation which is known to increase patients' risk for atrial thrombus especially in the absence of adequate antithrombotic therapy. However, without additional information and/or return of the device, the specific root cause of this event cannot be determined at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
It was reported by surgeon via sales that an edwards mitral bioprosthetic valve was explanted after an implant duration of approximately one (1) year. Report indicates this patient has a history of atrial fibrillation, the atrium was filled with clots, there were a couple clots on the valve but the leaflets looked fine. There was no information provided regarding the functionality of the valve prior to explant. The valve was not made available to edwards for return and evaluation.